Event description:
It was reported that during a two level kyphoplasty procedure, 6 of 10 balloons bursted. The physician was inflating them very slowly and when it reached 300 psi, the balloon would burst. There were no adverse consequences to the pt or user and there was a delay of about 30 minutes. The procedure was completed successfully.

Manufacturer narrative:
The device will not be returned to the manufacturer for eval.